Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. On follow-up the reporting facility indicated the event happened two years ago. They don't remember the exact time and unable to provide any information. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following the intraocular lens implantation, the patient had experienced toxic anterior segment syndrome (tass). Additional information has been requested and received stating the event had happened two years ago. No further information is available.